Event description:
It was reported that the patient had a sudden drop in flow to 1.1. A review of the log files revealed low flow events on (B)(6) 2022. The patient had a history of biodebris and a outflow graft revision in 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
The patient's history of biodebris and an outflow graft revision was reported under manufacturer report number 2916596-2022-15421. Section a2: patient age was estimated based on age at time of implant. Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion. The reported low pump flow was confirmed via the submitted log file data; however, a specific cause for the change in pump parameters cannot be conclusively determined. The controller event log file contained data on (B)(6) 2022 spanning from 03:44:58 to 13:40:43, per the timestamp. A constant low flow alarm was captured throughout the log file due to the estimated pump flow being calculated to be below the threshold of 2.5 liters per minute (lpm) for a sustained period. The controller periodic log file contained data recorded every hour spanning from (B)(6) 2022 at 21:49:03 to (B)(6) 2022 at 12:47:49, per the timestamp. From the beginning of the log file through (B)(6) 2022 at 15:47:55, the estimated pump flow ranged from 4.0-5.0 lpm. By (B)(6) 2022 at 16:47:55 the estimated pump flow had decreased to 1.0 lpm. The estimated pump flow gradually increased to 2.2 lpm by the end of the log file. No other notable alarms or unusual events were captured in the controller log files. The account communicated that the patient experienced a sudden drop in pump flow to as low as 1.1 lpm. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) , and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The heartmate 3 left ventricular assist system instructions for use, rev. C, is currently available. Speed, power, flow, and pulsatility are outlined in section 1 of this document. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute and explains that changes in patient conditions can result in low flow. Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.